Event description:
The customer returned the device reporting it was making noise and smoking.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged bearings were found due to normal wear and strain, drive pins from motor/couplings broken off which resulted from clamped rubber part. Bearings, fins, gaskets,hose, and couplings replaced.